Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the analysis site replaced the black cable, the e-clip was replaced due to it was damaged during disassembly. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that when setting up for a breast biopsy an l3-017 error code was rec'd for the holster. The case was rescheduled. The pt wasn't in the room at the time and, therefore, no pt involvement occurred. Additional info rec'd on (B)(4)2007, the case was completed on (B)(4) with the loaner.